Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the following information was requested, but unavailable: were there patient consequences? If yes, please explain. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent a c-section on (B)(6) 2025 and suture was used. The delivery process of the fetus was smooth. When the suture was used for continuous suture of the uterus, the problem of pulling off suture needle suddenly happened. The instrument nurse and circulating nurse urgently examined the integrity of the suture needle and took the stage for further examination to confirm that there was no residue in the abdominal cavity at the same time. Subsequently, a new suture was used to continue suturing the incision. No patient consequence was reported. Additional information was requested.